Manufacturer narrative:
Patient: (B)(4), device: (B)(4), UDI number: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Related manufacturer reference: (B)(4). After an alert was triggered for a non-sustained oversensing event, noise was observed on the right ventricular lead. In addition, a non-sustained ventricular tachycardia episode with noise was noted. Technical support recommended reprogramming the device and performing isometric testing. No additional testing or intervention was performed. The patient is being monitored.